Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4 - primary UDI number, d8, d9, h2, h3, h6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: malfunction of dp board(printed circuit board). A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: malfunction of printed circuit board, which seemed to have contributed to the reported phenomenon (no image). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the subject device had no image. The issue was found during service / maintenance (not in a clinical setting). There were no reports of patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. E1 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.